Manufacturer narrative:
(B)(4). According to the complaint, the venous probe was replaced by the maquet field service technician. (B)(4).

Event description:
On (B)(6) 2012, the venous probe on cardiohelp (serial number (B)(4))failed to initialize, at (B)(6). (B)(4).